Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a guide wire fracture occurred. The pt presented with st elevation / myocardial infarction 32 hours prior to this procedure. The lesion being treated was located in a complex bifurcation of the 2nd obtuse marginal branch (om) and the proximal left circumflex (lcx) coronary artery and was de-novo in nature. The 2nd om was 90% stenotic and the lcx was 100% stenotic. The vessel was severly tortuous with a bend of greater than 90 degrees and no calcification was present. Both the diameter of the lcx and om were reported as 2.75 mm. A choice pt guide wire was used in the lcx and the pt2 guide wire was used in the 2nd om. The 2nd om was predilated with a 2.0 mm x 12 mm maverick2 monorail balloon catheter. The lcx was predilated with a 2.5 mm x 15 mm maverick2 monorail balloon catheter. Post balloon predilation, the stenosis of the 2nd om was reduced to 10% and the stenosis of the lcx was reduced to 0%. A crush stent procedure was used to deploy a 2.75 mm x 13 mm non-bsc stent in the 2nd om and a 2.5 mm x 33 mm non-bsc stent in the lcx. While attempting to post dilate the lesion, the customer reported "significant resistance" while attempting to advance the pt2 guide wire through the stented area. The customer attempted to manipulate the pt2 guide wire and noticed that there was no torque response of the guide wire tip. Approx 3 cm of the pt2 guide wire detached from the distal section and dislodged into the distal 2nd om. According to the customer, "the crush procedure was not completed (eg. Not apposed totally) when they tried pass the stented area". A gooseneck snare was used to capture the dislodged wire from the left anterior descending (lad) coronary artery; however, during removal, the guide wire tip was lost and thought to be in the iliac artery. Due to the high amount of contrast media used in the pt, the procedure was aborted. The customer additionally reported that both stents were fully apposed post procedure. No further pt complications were reported. Pt status is reported as "stable".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.